Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient sample on a cobas e 411 analyzer. The initial result was 48.44 pg/ml. The initial result was released to the physician and later amended. The repeated result was 29.16 pg/ml. A second sample was tested and the result was closer to the second result from the first sample. A numerical result for the second sample result was not provided. The reagent lot number is 52366901 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and sample pre-analytic details and no abnormalities were found. The field service representative performed checks and no issues were observed. The investigation did not identify a product problem. The cause of the event could not be determined.